Event description:
Customer hospitalized due to high blood glucose. Troubleshooting was performed but not completed because customer did not have a clamp. Checked programming and insulin concentration. Bolus history and alarm history are correct.